Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s911usqs7ezci hardware: sm-s911u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle deployed the cannula into the skin, however incorrectly. The pink slide did not move forward, indicating a needle mechanism failure. Additionally, the patient noted blood on the cannula upon removal. No impact to the patient's glucose level was reported. The pod was worn between 4 and 24 hours. No further information was provided.